Event description:
It was reported while using bd plastipak¿ syringes foreign matter had been found. This occurred 480 times. The following information was provided by the initial reporter: 6 boxes of the packaged products in a large box had been soaked in water, and there were traces of pollution.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2106144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality team. Through examination of the pictures, the reported defect could be confirmed. The packaging material has been designed to resist normal conditions of transport and storage. Although an exact cause cannot be determined for this defect, it most likely resulted due to an error in transport or storage after production at the manufacturing facility.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter had been found. This occurred 480 times. The following information was provided by the initial reporter: 6 boxes of the packaged products in a large box had been soaked in water, and there were traces of pollution.